Event description:
This device is a zoll medical service loaner and upon return from the customer it was tested upon receipt. The technician reported that the device displayed a "pads short" message. The complainant indicated there was no pt involvement with this reported malfunction.